Manufacturer narrative:
(B)(6). Updated field: b4, b5, b6, b7, d10, g3, g6, h2, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that, the error log was reset to remove the maintenance message. The batteries passed all tests and the equipment was released for use. The battery tests were completed successfully and the equipment did not present any new errors after verification. The equipment was deemed functional and released for use.

Event description:
It was reported by the customer that the cardiosave hybrid j type plug intra-aortic balloon pump (iabp) alarming battery maintenance even though battery were replaced. There was no patient involved.

Event description:
It was reported that cardiosave hybrid type j plug intra-aortic balloon pump (iabp) alarming battery maintenance even though battery were replaced, during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.